Manufacturer narrative:
Service was dispatched. Beckman coulter field service engineer (fse) evaluated the instrument. The event was caused by a hardware malfunction. Hardware components were replaced which resolved the issue. Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. (B)(4).

Event description:
The following erroneous results were reported: sodium (na) results.